Event description:
Device report from synthes reports an event in canada as follows: it was reported that on december 11, 2023, the connection screw became difficult to disconnect from the implant during the case. The device was probably cross-threaded. The cannulated shaft with 8mm hex and a wrench were used to force the connecting screw to disconnect. The surgery was completed successfully with a delay of five minutes. There were no patient consequences. This report involves one cann connecting scr f/percutan instruments for nails-ex. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1: initial reporter facility address: (B)(6) canada. E3: reporter is a j&j employee. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the shaft and threaded tip of cann connecting scr f/percutan insts nl were stripped however the reported unable to assemble/disassemble condition cannot be confirmed. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the cann connecting scr f/percutan insts nl would contribute to the complained device issue. Based on the investigation findings, potential cause can be attributed to end of life and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part# 03.010.404, synthes lot # u246125, supplier lot# u246125, release to warehouse date: 21 june 2016, supplier: (B)(4). No ncrs were generated during production review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.